Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in weeks and the ipg would not communicate with the patient programmer. A company representative confirmed the ipg as being inoperable. Surgical intervention was taken to replace the ipg with programming successful post-operatively.